Event description:
It was reported that patient had depuy primary tka. Revised to triathalon ts (B)(6) 2010 due to failure. Revised (B)(6) 2013 due to component loosening.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.